Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 311 mg/dl. The customer continued to use current pump for insulin therapy and had a back up pump if necessary.